Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was exposed to moisture at the park. The customer's blood glucose level at the time of incident was 138mg/dl. The customer states the pump went blank. The customer was advised the pump would have to be replaced. The customer states they would decide at a later time on continuation of therapy pump and replacement.